Manufacturer narrative:
Device alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners, reservoir tube lip and belt clip slot. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 253 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.